Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Medical device problem code was changed from 3190 - insufficient information to 2885 - battery problem.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the ipg has depleted at a normal rate.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the elective replacement indicator (eri) message and the elective replacement indicator (eri) message was triggered. The patient is receiving therapy. Surgical intervention may be pending to address the issue.